Event description:
The customer reported that the system would continue to x-ray after release of the switch. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The svc rep replaced the generator interface board and adjusted the voltage at the fluoro functions printed circuit board. The system was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.